Event description:
Incident as reported: colectomy - "when surgeon put the lubricant on top and ready to enter his hand, he noticed the seal was not attached to part of cap rim. He put the gelport away and returned to open because he worried about the seal separation will get worse if he continues."

Manufacturer narrative:
Product anticipated to return follow up will be provided upon completion of investigation.